Event description:
An account reported that the right head siderail failed at the weld where the siderail pivots and came off the bed. There were no injuries according to the account.

Manufacturer narrative:
The technician replaced the siderail in order to resolve the problem.